Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the balloon did not deflate completely. The balloon was removed from the patient by pulling back on the guidewire. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed solidified contrast media within the hub of the balloon catheter. The solidified contrast was able to be removed from the hub of the device and the balloon was flushed with blood exiting the distal tip. The balloon inflated spontaneously with blood and was unable to deflate. A demonstration 0.014 inch guide wire was used to advance through the balloon catheter and once it exited the distal tip, the balloon deflated. Information available indicated that, there were no anomalies noted during initial inspection of the catheter after it was removed from the pouch and the device was prepared as per the device direction for use (dfu). During the device analysis, blood was noted within the balloon, which caused deflation issues during functional testing. The balloon inflated and deflated without any issues after the blood was flushed out. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the balloon during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that the balloon did not deflate completely. The balloon was removed from the patient by pulling back on the guidewire. There were no reported clinical consequences to the patient.